Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that the sensor wire was stuck in their skin and had visited her healthcare provider. Further contact was made with the patient on (B)(6) 2017 and the patient stated that they had an x-ray scan performed on (B)(6) 2017. The x-ray image results showed that there was no sensor wire retained in the skin. The patient stated that they were experiencing irritation and inflammation at the sensor insertion site. The patient indicated that her healthcare provider recommended her to use a hot compress and over-the-counter tylenol and advil if needed. At the time of further contact, the patient was doing fine. No additional patient or event information is available. It was reported that the patient removed transmitter after starting sensor session. Dexcom labeling indicates: do not remove the transmitter before removing the sensor pod from your body.